Event description:
There was a sensor error with the pentaray mapping catheter while in the patient. The catheter was removed and replaced with no reported harm to the patient. Manufacturer response for mapping catheter, 7fr pentaray nav eco highdensity mapping catheter, 2-6-2 spacing, f-curve (per site reporter).